Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported communication issue and subsequent clinically significant delay could not be conclusively determined.

Event description:
Related manufacturing ref: 2030404-2020-00087. During a left sided accessory pathway ablation procedure, a "catheter not connected" error message displayed with a reused ablation catheter and cable causing a significant delay in procedure. 30 minutes into the procedure, a successful ablation was performed but the error message displayed and the generator reset. The conduction reappeared so ablation was attempted again and following ablation the same error appeared. The connector cables were replaced and the procedure was completed successfully. There were no adverse consequences to the patient due to the delay.